Event description:
The customers mother reported via phone call that they experienced a hyperglycemia. Customer high blood glucose level was 423 mg/dl. Insulin pump was not suspended due to the difference. Customer declined troubleshooting. It was unknown whether customer was used insulin pump system within 48 hours of reported event. It was unknown if the insulin pump was on auto mode. The insulin pump will not be be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.